Event description:
During the primary surgery, the compression screw bound up in the hip screw which went through the femoral head.

Manufacturer narrative:
Although no x-rays were provided to confirm the reported event, the compression screw returned belongs to the tk2 system and not the chs hip screw that was also returned. There is no compression screw with the chs system; the plate impactor is used to create the compression. If the compression screw was used with the chs system, the screw will not engage properly and the lag screw will keep advancing. Based on the investigation, the need for corrective action is not indicated.